Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately calcified and mildly tortuous left cephalic vein. A non-bsc introducer sheath was used to gain access to the vessel. A 5.0 x 40 x 75cm mustang balloon catheter was selected and advanced to treat the target lesion. The device was inflated twice, 1st dilation is at 10 atm and on the 2nd dilation it ruptured at 22 atm. The device was removed and got stuck on the distal part of the sheath that resulted to the detachment of the balloon. The physician stated that the device was not pulled forcefully but the device got detached. The detached part was confirmed to be located under the skin and a skin incision was performed and removed it successfully. The physician completed the procedure. No further complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was received inserted through a 5 french introducer sheath. An examination of the balloon found that a complete balloon circumferential tear had occured at 2.5cm distal to the distal edge of the proximal markerband. The shaft between the proximal and distal markerbands was stretched and kinked. Both sections of the balloon tear were attached to the device. When both sections of the balloon were measured, it confirmed that no section of the balloon material was missing. An examination of the tip section of the device found that the tip was slightly flattened. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately calcified and mildly tortuous left cephalic vein. A non-bsc introducer sheath was used to gain access to the vessel. A 5.0 x 40 x 75cm mustang balloon catheter was selected and advanced to treat the target lesion. The device was inflated twice, 1st dilation is at 10 atm and on the 2nd dilation it ruptured at 22 atm. The device was removed and got stuck on the distal part of the sheath that resulted to the detachment of the balloon. The physician stated that the device was not pulled forcefully but the device got detached. The detached part was confirmed to be located under the skin and a skin incision was performed and removed it successfully. The physician completed the procedure. No further complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).